Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Investigation results reveal it is likely the user did not conduct reprocessing in accordance with the IFU. The foreign material remained inside the nozzle and was not removed completely. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to foreign object inside the nozzle. In addition, the curved rubber adhesive part was missing. The curved rubber bond was cracked. The amount of water supplied was insufficient due to clogging of the air/water nozzle due to handling. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. The operation part was discolored. Scratches were found on the operation part. Scratches were found on the tip cover. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. The forceps plug cap had been scraped off. Scratches were found on the universal cord. Water coverage was recognized on the electrical connector. Scratches were found on the scope connector. There were scratches on the scope connector cover. There are scratches on the right/left angle fixing knob. The scope connector label was peeling off. Protector of universal cord on control section side had a scratch. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, a loaner asset (evis lucera gastrointestinal videoscope) nozzle was clogged. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. It is unknown if there were abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle.